Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6) , h3: analysis of the . 37751 recharger (s/n (B)(6) revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt reported the implantable n eurostimulator recharger (insr) would not power on. Pt said they had been trying to charge it since friday but it will not light up (dead). Pt said they had worked with it all weekend and their implantable neurostimulator (ins) therapy was now off. Pt said they let the battery run down until it goes off then they hook it up again to charge. Pt denied any damage to the desktop charger (dtc)/ac power supply cords/plugs/pin while verifying the power indicator light is illuminated on the power adapter box. A replacement recharger (insr) was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they had 3 pieces of equipment taken apart and could not get any of them to work and was wanting everything new. Pt said 2 of them would not come on and one was stuck (pt was confusing and hard to follow). Pt powered on one of the rechargers and saw the "charge the insr" screen even with it plugged into the desktop charger (dtc) (greenlight on dtc was on). Repair then contacted patient services (pss) saying the dtc serial number in the repair request was an old dtc that should have been sent back already, and provided correct dtc serial number pt should be using (in secure note). Pss called pt to have them try the correct dtc, and pt confirmed a green light was on dtc box when plugged in, but insr wouldn't charge. Pss passed the information on to repair, who will be replacing dtc still. Pt had many pieces of old equipment they hadn't returned yet, but said they would send them back. A replacement desktop charger was sent out. No symptoms were reported. Additional information was received from the patient. Pt called back saying they got the replacement equipment, and sent back all of the old parts they still had (that they hadn't sent back previously) yesterday. However pt then discovered last night that they accidentally sent back their current equipment they should've kept as well, so pt didn't have any recharging equipment. A replacement recharger telemetry module (rtm) was sent out.